Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on the same day, (patient age, gender and weight unknown). According to the complainant, during the procedure the wire was exiting the catheter at the peel apart. It was not coming out the tip. The procedure was successfully completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual analysis of the returned device revealed that the guidewire had exited the guidewire channel proximal to the last proximal green band. The hydrajag guidewire was removed and an evaluation of the device - guidewire interface was performed by inserting and advancing the hydrajag guidewire through the device. It was found that the guidewire would advance through the extrusion with no issues and exit out at the distal tip of the device. Repeating this evaluation two more times gave the same result and the guidewire exited as intended. A visual evaluation of the guidewire channel in the extrusion found no damage. A second evaluation of the device - guidewire interface was performed using a 0.035" jagwire and it was found that the jagwire could be advanced, retracted and exit at the distal tip, without any issues. The root cause could not be confirmed; however the most probable root cause is most likely due to the procedural factors encountered during the use of the device and most probable root cause is "operational context". DHR review summary: a review of the device history record could not be performed since the lot number was not provided in the complaint.